Event description:
It was reported that the insulin pump received a no delivery alarm after a motor error alarm. Customer declined troubleshooting. Motor error alarm occurred during basal. Customer stated they are able to complete the rewind sequence. Advised to discontinue use of the insulin pump and revert to back-up plan. The blood glucose reading was 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.